Manufacturer narrative:
Device evaluation: the iab was returned cut in two parts and the membrane cut in two parts completely unfolded with blood on the interior and exterior of the iab. Four kinks were observed on the inner lumen approximately 7.1cm, 8.6cm, 9.4cm and 10.4cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and a leak was detected on the membrane approximately 7.6cm from the rear seal measuring 0.699cm in length. The reported problem was most likely triggered by a leak which was found on the membrane with blood filling inside the membrane resulting in difficulty removing the iab from the patient. We were unable to conclusively determine if there were other penetrations present due to the returned condition of the iab as we were unable to fully evaluate the iab. The penetration found on the membrane appears to have been caused by a sharp object. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately four days of intra-aortic balloon (iab) therapy, the perfusionist noticed a "straw-colored" fluid in the gas extender tubing. The console seemed to be pumping without issue and without alarms. It was immediately decided to remove the iab. However, the iab became stuck inside the patient and had to be surgically removed.